Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is (B)(4).

Event description:
A facility representative reported an unexpected outcome following an intraocular lens (iol) implant procedure. The patient experienced vision issues; could not see clearly. The lens was removed and replaced with a different model iol in a second procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a surgical technician that the surgeon believes the lens is mislabeled.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the dioptre of the lens. Additional observations were as follows: iol returned in two pieces (cut) in a specimen container. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The optic edge is nicked/chipped-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was cut in half through the canter of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted due to the condition of the returned sample. Based on the results from the product and batch history record, the lens met release criteria. The manufacturer internal reference number is: (B)(4).